Event description:
It was reported a cartridge alarm occurred during pumping. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge following the correct technique. The customer successfully loaded the cartridge and resumed insulin therapy.